Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of four cre pro wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that four cre pro wireguided dilatation balloon were used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2023. During the procedure, the balloon had small pinholes in them. A photo submitted by the customer showed that the balloon had a pinhole. The same problem occurred with the second, third, and fourth cre pro wireguided dilatation balloon. The procedure was completed with the fifth cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.